Event description:
As reported, an ngage nitinol stone extractor would not open and close properly when testing the device. The device did not make patient contact. The procedure was completed using a new device. There have been no adverse effects to the patient reported.

Manufacturer narrative:
PMA/510(k) # exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Manufacturer narrative:
Lank fields on this form indicate the information is unchanged, unknown, or unavailable. Corrected information: d9, h3, h6: type of investigation (annex b) and component code (annex g) a visual inspection and functional testing of the returned device was conducted. One ngage nitinol stone extractor was returned with no original packaging. The mlla [male luer lock adapter] and collett knob were tight. The polyethylene terephthalate tubing [pett] tubing was present. The handle could actuate basket formation, but formation does not open completely. Shrink tube extends from tip of basket sheath approx. 7mm, constricting the basket formation. The basket was severely misshapen. The distal shrink tube (clear shrink tubing applied at the base of the basket), had moved distally, preventing the basket from opening correctly. The cause for the movement of the distal shrink tubing could not be determined. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary: as reported, an ngage nitinol stone extractor would not open and close properly when testing the device. The device did not make patient contact. The procedure was completed using a new device. There have been no adverse effects to the patient reported. Investigation - evaluation: a document-based investigation was performed including a review of complaint history, device history record, manufacturing instructions, quality control data, and the instructions for use (IFU). The complaint device was not returned; therefore, no physical examinations could be performed. Due to the ongoing covid-19 lockdowns in china, the returning device does not have an estimated date of shipment. The file will be completed on the initially provided information. If the device is received in the future, the file will be updated. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: important: excessive force could damage device. The complaint device was not returned. There are multiple possible causes for the reported issue of the baskets not opening and closing properly. Without the devices available to investigation the nature and cause of the issue could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.